Manufacturer narrative:
This report will be amended when our investigation is complete. Received but not yet evaluated.

Event description:
It has been reported that the provisional shim is missing one ball bearing. The location of the ball bearing is unknown.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned provisional shim shows a used instrument with one ball bearing and spring disassembled and missing. DHR was reviewed and no discrepancies were found. Root cause of the event was addressed with a previous redesign. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.